Event description:
Customer reported high out of range results for reticulocyte counts for all levels of the controls when using the coulter lh 780 hematology analyzer. The customer also reported the instrument generated an error condition "15 volts below limits." There were no reports of erroneous patient results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed the rf preamp was faulty. The fse replaced the rf preamp resolving the issue. The fse adjusted the rf cable routing, ran vcs noise check and adjusted c20 to the lowest noise as incidental service. While onsite and unrelated to the reticulocyte issue, the fse addressed the error condition "15 volts below limit." The fse replaced the power supply resolving the issue. The fse returned the rf preamp for investigation; pending part evaluation. Identification of failure modes: the failure mode for the reticulocyte control failure was related to a faulty rf preamp; pending part evaluation. Upon recur; the failure mode related to the rf preamp is likely to generate erroneous results for the differential and reticulocyte parameters due to compromised rf current and voltage. The failure mode related to the power supply is not likely to generate erroneous results because the error condition "15 volts below limit" will render the instrument inoperable. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).